Event description:
It was reported that the 9800 system had poor image quality on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable on the camera was repaired during the service call. The sys was tested and found to be working as intended and put back into service.